Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event, though the exact date was not recalled, and the cause was unclear. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, there was insufficient information regarding any medical device problem, and the device component was unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.